Event description:
It was reported that during an unscheduled follow-up, intermittent loss of capture and sudden threshold rise were detected on programmer telemetry. The device was removed from service. No patient complications have been reported as a result of this event.